Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned positioned incorrectly in the iol case. Iol returned crushed against the lens case well. Solution is dried on the iol optic surface. Both haptics are scratched/marked-rejectable. The optic is scratched/marked-rejectable returned photo shows an iol in a lens case base. The iol is not positioned correctly in the well. There appears to be damage to the optic edges and one haptic appears to be broken. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, before the intraocular lens implantation surgery, when the lens was examined under the microscope, it shows that the lens was in poor condition, it looks bent and was not in its normal presentation. Additional information has been received stating that there was no patient contact.